Manufacturer narrative:
(B)(4).sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
Device 2 of 2. Reference MFR report#1627487-2017-00331.it was reported the patient received uncomfortable stimulation. It was also reported the patient's right lead migrated. Additionally, an sjm representative interrogated the system and found several contacts with high impedances. The system was reprogrammed with only the left lead, resulting in partial coverage, but relieving the uncomfortable stimulation. Surgical intervention may be taken to address the issue.

Event description:
Device 2 of 2. Reference MFR report#1627487-2017-00331. It was reported the patient's leads were explanted and replaced with a different model. Effective therapy restored.